Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump appeared to deplete battery prematurely and would only charge to about 48¿50 percent after a charging session, suggesting a battery-related device concern. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user, analysis of information provided by the user, and event history log review. Investigation of this case revealed no device problem found and indicated no problem detected, with logs showing the pump was not left on the charging pad long enough to fully charge, aligning with a premature battery discharge concern involving the battery component. It was concluded, based on previously established findings for similar reports, that the cause was no problem detected.